Event description:
It was reported that patient experienced several non-sustained lead noise episodes. T-wave oversensing was suspected. Reprogramming changes were made and the issue has been resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.